Event description:
The patient's age was unknown, but was a male. The target lesion was the mid to distal lad. The lesion was de novo, moderately calcified and slightly tortuous. There was 90% stenosis. A cypher select+ (3.0/33mm) was being delivered to the target lesion for direct stenting, but the cypher select+ became stuck proximal to the target lesion. Therefore pre-dilation with a balloon (laoh 2.5/15mm) was conducted and then the cypher select+ was redelivered to the target lesion, but there was tracking difficulty with the cypher select+ through the vessel. The physician retrieved the cypher select+ and confirmed the stent to be flared at the distal end. Ivus was conducted and severe calcification was observed. Pre-dilation with a balloon powered lacrosse (3.0/12mm) was thoroughly conducted and then a different stent (promus 3.0/23mm) was implanted at the target lesion, and an additional cypher select+ (3.5/13mm) was implanted proximal to the promus stent implanted to complete the procedure successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The complaint received states that during an interventional procedure the cypher select + had tracking difficulty and strut uplift. The patient's age was unknown, but was a male. The target lesion was the mid to distal lad. The lesion was de novo, moderately calcified and slightly tortuous. There was 90% stenosis. A cypher select+ (3.0/33mm) was being delivered to the target lesion for direct stenting, but the cypher select+ became stuck proximal to the target lesion. Therefore pre-dilation with a balloon (laoh 2.5/15mm) was conducted and then the cypher select+ was redelivered to the target lesion, but there was tracking difficulty with the cypher select+ through the vessel. The physician retrieved the cypher select+ and confirmed the stent to be flared at the distal end. Ivus was conducted and severe calcification was observed. Pre-dilation with a balloon powered lacrosse (3.0/12mm) was thoroughly conducted and then a different stent (promus 3.0/23mm) was implanted at the target lesion, and an additional cypher select+ (3.5/13mm) was implanted proximal to the promus stent implanted to complete the procedure successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15204461 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15184781. (B)(4). It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Crossing profile inspection records were reviewed and this lot was deemed acceptable. Fpi and lpi crossing profile test results were reviewed and no anomalies were found. Stent crimped process and stent retention values were reviewed and no anomalies were encountered during manufacturing process of this lot. Without the product available for analysis, the complaints could not be confirmed. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events.